Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell 2 of 4. The home patient (hp) checked lines and bags and found that and unused the supply clamp was open. The technical service representative (tsr) reviewed proper setup procedures. The tsr then informed the hp to start over with new supplies. Per the troubleshooting performed by the tsr, the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies then they cycled the power to clear error 2240 followed by 2367 ending therapy. The tsr had the hp disconnect using aseptic technique and removed cassette. The error was cleared ending therapy. The hp was told to notify peritoneal dialysis (pd) the registered nurse (rn) in the morning. Baxter product surveillance contacted the hp (B)(6) 2012 the regarding reported problem. The hp stated for that evening because they were almost done with therapy, they just ended therapy for the night and then did a manual drain in the morning. The hp stated that they just forgot to close one of the clamps, which led to the alarm. The hp stated they did not have problems with the supplies or with the machine itself, there was nothing out of place with them. The hp stated they do not have samples, nor do they currently recall the lot numbers of the supplies. The hp stated they did talk to their nurse regarding the alarm, and they told them that they took the appropriate steps with the alarm. The hp stated they did not need medical intervention due to this alarm. The hp stated their overall therapy is going very well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.